Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. The patient was presented with symptoms of not feeling well. The device had declared end of life (eol) approximately three weeks prior and was programmed to vvi 50. Intermittent intrinsic beats were occurring; however, no syncope was reported. A revision procedure was performed. The physician experienced difficulty in unscrewing the right atrial (ra) lead set screw and was unable to remove the ra lead from the chronic device header. The physician ultimately pulled hard and the ra lead insulation separated from the lead. The ra lead was surgically abandoned and replaced. The device was explanted and replaced. No further observations were noted.